Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A field service engineer (fse) verified the rss (remote smart service) and synchronization processes were running and confirmed rss showed the station as online. The fse reimaged the station and returned with a new drive and installed and upgraded rss to the newest version. The fse stated that the technical support specialist monitored the synchronization process, and the customer successfully completed inventory and confirmed that the station was operating correctly. The stations were then swapped back to their proper locations, restoring the original setup. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.